Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the patient's atrial lead exhibited loss of capture. P-wave amplitude variation was also noted due to diminished sensing on the atrial lead. No intervention was performed. The patient was stable.